Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a failing battery pack. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.